Event description:
Us FDA MDR: it was reported that phrenic nerve stimulation/extra cardiac stimulation of the left ventricular lead was observed. The left ventricular lead polarity was reprogrammed resolving the extra cardiac stimulation. It was noted that the lead was implanted after the use before date. The lead remains in use. It was also noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event. It was reported that phrenic nerve stimulation/ extra cardiac stimulation of the left ventricular lead was observed. The left ventricular lead polarity was reprogrammed resolving the extra cardiac stimulation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).